Event description:
The customer reported via phone call that they were losing their setting when they changed their battery on the insulin pump. Customer stated that the pump rejected new batteries and there were cracks on the pump. Customer also stated that there was condensation inside the screen. Customer declined to be transferred to the helpline for assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.